Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was unknown if there is a setscrew/grommet issue with the patient's implantable cardioverter defibrillator (ICD) or if there is an issue with the competitor lead. It is believed the lead may not be fully seated into the device. Action may take place in the future but it is unknown what that action will be at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.